Manufacturer narrative:
(B) (4). Required intervention. Results: arterial trauma/dissection/perforation. Friable, severely calcified and severely tortuous vessels. Device discarded, unable to follow-up. Balloon. Conclusions: friable, severely calcified and severely tortuous vessels. Balloon.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were very friable, severely tortuous and severely calcified. The external iliac was 10-11 mm in diameter. It was reported that due to the vessel anatomy, there was difficulty advancing the bifurcated stent graft; however, it was successfully implanted. A reliant balloon was used to model the graft and the ballooning was described as somewhat aggressive which resulted in a torn left external iliac at the distal end of the stent graft (see MFR # 2953200-2010-00422). The reliant balloon was inflated entirely within the stent graft. An aneurx limb was implanted to extend/reline the left limb and left external iliac, successfully repairing the trauma. No additional clinical sequelae were reported and the patient is fine. The devices were discarded after the procedure.